Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("continued to have heavy periods"), dyspareunia ("painful sex"), coital bleeding ("bleeding after sex"), swelling ("excessive swelling"), autoimmune disorder ("autoimmune after essure"), hot flush ("hot flashes"), gluten sensitivity ("gluten intolerance"), pelvic pain ("pelvic pain"), hypoaesthesia ("numbness "), facial paralysis ("bells palsy"), arthralgia ("hip pain") and pain in extremity ("leg pain") and was found to have weight increased ("I gained 50 pounds") and vitamin d increased ("increase in my vitamine d"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the device breakage, weight increased, autoimmune disorder, hot flush, gluten sensitivity, facial paralysis, vitamin d increased, arthralgia and pain in extremity outcome was unknown, the menorrhagia, dyspareunia, coital bleeding and swelling had not resolved and the pelvic pain and hypoaesthesia had resolved. The reporter considered arthralgia, autoimmune disorder, coital bleeding, device breakage, dyspareunia, facial paralysis, gluten sensitivity, hot flush, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, swelling, vitamin d increased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- hot flashes, gluten intolerance, pain, numbness. Reporter information were added. On (B)(6) 2020: social media received. New events added: increase in my vitamin d, bells palsy. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("continued to have heavy periods"), dyspareunia ("painful sex"), coital bleeding ("bleeding after sex"), swelling ("excessive swelling") and autoimmune disorder ("autoimmune after essure") and was found to have weight increased ("I gained 50 pounds"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, weight increased and autoimmune disorder outcome was unknown and the menorrhagia, dyspareunia, coital bleeding and swelling had not resolved. The reporter considered autoimmune disorder, coital bleeding, device breakage, dyspareunia, menorrhagia, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased, autoimmune disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event added: I gained 50 pounds. On (B)(6) 2020: social media received. New event autoimmune after essure were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("continued to have heavy periods"), dyspareunia ("painful sex"), coital bleeding ("bleeding after sex"), swelling ("excessive swelling"), autoimmune disorder ("autoimmune after essure"), hot flush ("hot flashes"), gluten sensitivity ("gluten intolerance"), pelvic pain ("pelvic pain"), hypoaesthesia ("numbness "), facial paralysis ("bells palsy"), arthralgia ("hip pain") and pain in extremity ("leg pain") and was found to have weight increased ("I gained 50 pounds") and vitamin d increased ("increase in my vitamine d"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the device breakage, weight increased, autoimmune disorder, hot flush, gluten sensitivity, facial paralysis, vitamin d increased, arthralgia and pain in extremity outcome was unknown, the menorrhagia, dyspareunia, coital bleeding and swelling had not resolved and the pelvic pain and hypoaesthesia had resolved. The reporter considered arthralgia, autoimmune disorder, coital bleeding, device breakage, dyspareunia, facial paralysis, gluten sensitivity, hot flush, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, swelling, vitamin d increased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("continued to have heavy periods"), dyspareunia ("painful sex"), coital bleeding ("bleeding after sex") and swelling ("excessive swelling"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown and the menorrhagia, dyspareunia, coital bleeding and swelling had not resolved. The reporter considered coital bleeding, device breakage, dyspareunia, menorrhagia and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.